Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure of the ipg only. No device malfunction was suspected. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the implant site, weakness and numbness of the left leg thus patient could hardly walk. It was believed that the pain has something to do with the ipg located on a painful nerve that sends pain down the left leg. The patient was experiencing more frequent urination since the pain started. The patient was provided with crutches to help keep weight off the left leg. The patient reported that the crutches had helped walk with less pain. The physician believed that there was no paralysis associated with the patient's pain. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015. Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the implant site, weakness and numbness of the left leg thus patient could hardly walk. It was believed that the pain has something to do with the ipg located on a painful nerve that sends pain down the left leg. The patient was experiencing more frequent urination since the pain started. The patient was provided with crutches to help keep weight off the left leg. The patient reported that the crutches had helped walk with less pain. The physician believed that there was no paralysis associated with the patient's pain. The patient will undergo an explant procedure.